Manufacturer narrative:
One device was returned for analysis of complaint that shows error code 42224. Investigation of the service history of this device shows that this device has been not in for service in the past 12 months. Review of error history log (ehl) shows lec 42224 alarm messages, confirming the state problem. The reported issue was determined to be caused by a defective main board. The reported issue was addressed by replacement of the main board. Device will be submitted for functional and delivery tests after repair activities completed; the device shall be returned to the customer once passing results for functional/delivery tests are confirmed.

Event description:
It was reported that during set up the device shows error 42.224. Investigation subsequently found the reported issue was caused by a defective main board. There was no patient involvement.